Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
Customer reported the insulin pump alarmed button error. Customer has been having high blood glucose of 376 mg/dl, treated with manual injection. Alarm and possible causes were explained to the customer. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.